Event description:
Maquet was forwarded a customer generated medwatch report. Below is the description of the event, as reported by the customer: pt was in for scheduled hysterectomy on (B)(6) 2013. She was placed on the operating room cable, positioned for surgery, placed under anesthesia and draped/prepped for surgery. The surgical tech reached for the overhead light to position it as needed and the entire light fixture fell from the ceiling and onto the pt and employee. The pt was struck in the left shoulder and upper extremity. The pt was taken to CT scans while still intubated and under anesthesia. Original surgery was canceled. After extended recovery and observation, the pt was discharged home the same day. No injury to either the pt or the surgical technician has been reported to maquet. (B)(4). Reference MFR report # 9710055-2014-00011.